Manufacturer narrative:
H3: received per litigation. No customer contact allowed.

Event description:
Plaintiff reports bilateral implantation on 6/30/96 with explant on 8/19/94. Plaintiff alleges various ilnesses including, but not limited to, rashes, fever, memory loss, dizziness, hair loss and joint pain.